Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility to inspect the reported device. While on site, the fse inspected the clv-190 and after cleaning the connector could not find any abnormalities with the device. The fse went on to check the 7 endoscopes the customer had on site and discovered the customer¿s cf-h190l was displaying the b30 scope communication error (please see report with patient identifier (B)(6) for details). The fse withdrew the device to return it to the olympus technical service center. Prior to departing the facility, the fse relayed a few recommendations to the facility staff to aid in eliminating the b30 error on the video processor. These items were details outlined in the subject device instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error. According to the initial reporter, this event occurred during both a colonoscopy and a gastroscopy procedure. Reportedly, both cases were completed using alternative techniques with the subject device. There was no patient harm or consequence reported as a result of this event. This is event 2 of 2. Please see report with patient identifier (B)(6) for the other event.

Manufacturer narrative:
Added h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign matter attachment of the electric junction or moisture caused the event. Olympus will continue to monitor field performance for this device.